Manufacturer narrative:
Investigation: 1 used sample and 1 empty unit pack were returned for investigation. The used sample has been activated and blood was observed on the exterior surface. The returned unit pack with batch #8356828. As the sample was contaminated, the sample was decontaminated before investigation. Able to confirm the customer experience. The used sample was subjected to visual inspection, the needle hub was subjected to luer cone measurement and the fcp (flow control plug) was subjected to dim c measurement. The used sample passed the visual inspection and acceptance criteria for luer cone measurement (needle hub) and dim c measurement (fcp). No abnormality was observed. The probable root cause could be due to fcp assembly station alignment out which result in low removal force. However, as the sample has been disassembled for decontamination, end cap and fcp removal force cannot be tested. The root cause cannot be determined. The other probable cause would be during product application. The user could had held the incorrect position during withdrawal and unintentionally withdrawn the needle by gripping the fcp instead of the needle hub. This loosen the fcp and cause the leakage to happen. DHR reviewed was performed on batch #8356828. ¿ machine history record was reviewed. No abnormality was observed. ¿ flow control plug batch #8328912 (material no: 40193hel) was reviewed. No qn was raised. ¿ end cap (white plug) batch #8353591 (material no: 40192hel) was reviewed. No qn was raised. ¿ no similar qn was raised on batch# 8356828 (catalog no: 393227). ¿ no similar qn was raised for the past 12 months on the reported defect.

Event description:
It was reported that leakage occurred during use with a bd venflon¿ pro safety shielded IV catheter. The following information was provided by the initial reporter, "during laying the vps, the white cap was loose and blood runs out."

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that leakage occurred during use with a bd venflon¿ pro safety shielded IV catheter. The following information was provided by the initial reporter, "during laying the vps, the white cap was loose and blood runs out."